Manufacturer narrative:
Additional information: d4 expiration date (update to n/a). Correction: f10/h6: medical device problem codes (remove a1203). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of unspecified units of clearlink system cath. Ext. Set leaked at the junction with the catheter hub. This occurred after intravenous insertion and connection of the extension. There was no report of patient injury or medical intervention associated with this event. No additional information is available.